Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding instability involving a triathlon insert was reported. The event was not confirmed. Device evaluation and result not performed as no items were returned as the hospital kept the device. Medical records received and evaluation not performed as no medical records were provided. There have been no reported discrepancies for the referenced lot. There have been no reported events for the lot referenced. The exact cause of the event could not be determined because further information such as pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause

Event description:
Patient reports to doctor status post right total knee replacement. Patient complaining of instability of the knee. Doctor decided to exchange the cr insert to a thicker triathlon cs insert. The revision was performed without incident and doctor was satisfied with the stability of the knee.

Event description:
Patient reports to doctor status post right total knee replacement. Patient complaining of instability of the knee. Doctor decided to exchange the cr insert to a thicker triathlon cs insert. The revision was performed without incident and doctor was satisfied with the stability of the knee.